Manufacturer narrative:
Additional information received on april 06, 2021 indicated that the patient will reschedule the surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on june 10, 2021: visual analysis of the returned sample revealed that the mentor memoryshape¿ mm+ 375cc breast implant had an area of siltex cracking on the posterior view. Additionally, a tear measuring approximately 10.1 cm was found within the siltex cracking. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent unspecified breast surgery with a mentor memoryshape 375cc silicone prosthesis experienced spontaneous right sided rupture post procedure. An ultrasound confirmed the rupture. As a result, patient is scheduled for a bilateral revision on (B)(6) 2021.

Manufacturer narrative:
On june 4, 2021 additional information received indicated that the patient was also unsatisfied with the right prosthesis size. As a result patient underwent bilateral replacements as follow: left replaced with cat#: 3505501bc, sn#: (B)(6), and right replaced with cat#: 3505501bc, and sn#: (B)(6) on may 12, 2021. On june 4, 2021 the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).